Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported once that the cement defective occurrence (it¿s reported as (B)(4). The primary surgery was performed via tka (date of surgery was unknown). It was reported that the removal surgery was performed on (B)(6) 2019 by explanting implant(s) due to postoperative infection. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.